Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Lock/unlock trigger broke, preventing mics handpiece from rotating. Unable to view lot and part number because of this. Case type: tka.

Event description:
Lock/unlock trigger broke, preventing mics handpiece from rotating. Unable to view lot and part number because of this. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that lock/unlock trigger broke, preventing mics handpiece from rotating. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: as the review of device history records indicate 25 devices were manufactured under lot k076w and all were accepted into final stock on 04/14/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n 209063, in prodex lot k076w shows no additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.